Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. No blank display noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, missing address/serial label and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump would not turn on. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.